Event description:
This is a report of a connection issue which led the patient to experience peritonitis coincident with peritoneal dialysis therapy. It was reported the patient¿s transfer set disconnected from the patient¿s minicap and the patient developed peritonitis. The patient was hospitalized for the peritonitis event. The patient was treated with intraperitoneal vancomycin (dose, route, frequency, and duration not reported) for peritonitis. Action taken with therapy was not reported. At the time of this report, the patient was discharged from the hospital and had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date at the end of (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.